Event description:
Reporter calling, stating she noticed "black particles and white fibers in the water chamber" of her dreamstation CPAP (continuous positive airway pressure) device. Reporter states she has asthma and has been coughing more often recently, and also having to use her inhaler more frequently than is typical. Reporter states after she noticed the material in the water chamber that she immediately contacted philips to report the problem. Reporter states she was informed that philips would not be replacing the device and that she should continue to use it. Reporter states she also sent a "polite but stern" letter to philips regarding her concerns with this faulty product.